Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 300 cm. Reflex pgw .018 st steerable guidewires are unwinding and breaking off in patients. No patient injuries have been reported. Additional information has been requested.

Manufacturer narrative:
Additional information: catalog 503558/lot #35229960. Additional information will be submitted within 30 days upon receipt.